Event description:
It was reported that during a stenting treatment procedure, a balloon detachment occured. The stenosed target lesion was located in the tortuous iliac artery. A 8.0x40x75cm express ld iliac/ biliary stent was advanced to the target lesion. The stent was deployed and the stent delivery balloon was believed to be deflated. As the stent delivery system was withdrawn into the 6fr non bsc 10cm sheath the balloon came off the catheter inside the patient and got caught in the sheath. The patient underwent surgery to remove the balloon from the patient. The patient is doing well post-surgery.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break at the proximal balloon bond site. This break location measured 73.2cm distal to the strain relief. The shaft at the break site was severely stretched. An examination of the balloon found a longitudinal tear in the mid body of the balloon. This tear measured 1.5mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: balloon pressures must not exceed rated burst pressure. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon detachment occurred. The stenosed target lesion was located in the tortuous iliac artery. A 8.0x40x75cm express ld iliac/ biliary stent was advanced to the target lesion. The stent was deployed and the stent delivery balloon was believed to be deflated. As the stent delivery system was withdrawn into the 6fr non bsc 10cm sheath the balloon came off the catheter inside the patient and got caught in the sheath. The patient underwent surgery to remove the balloon from the patient. The patient is doing well post-surgery.

Manufacturer narrative:
(B)(4).